Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal and bolus delivery. Customer changed supplies to address the occlusion alarms and resumed insulin. Customer¿s blood glucose level ranged up to 315 mg/dl.